Event description:
A diabetic under continuous pump therapy informed minimed that they have had an incident with the infusion set. Maersk medical a/s got this info on 8/31/2000 together with the used sample. Lot no is not available.